Event description:
The user facility reported a patient (unknown age and gender) was implanted with an impella cp device for mechanical circulatory support. The patient had a thrombus that resulted in ischemia. Heparin was turned off for six hours and this is thought to be the cause of the thrombus. The thrombus was removed via fogarty catheter and the patient's condition improved.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the reported limb ischemia and thrombus has been completed since the original report was filed. No product was returned. As per clinical there was ischemia of the lower limb due to a blood clot at the time of impella removal. Lower limb ischemia was removed by fogarty and then flow improved. The cause of the limb ischemia issue was patient condition related with thrombus flowing through lower limb and blocking the flow and unknown relation to impella with both legs being ischemic per clinical review.